Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an open wound below the device site that had staphylococcus infection. Additional information indicated that the physicians isolated the open wound during the extraction and used an antibiotic pouch with the new device that was implanted. There were no additional adverse patient effects reported. The pacemaker was explanted due to normal battery depletion.